Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(6), product type: recharger analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna frayed - cable insulation is peeling away at donut end and wires are exposed and recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated that the recharger cord has frayed where the paddle meets the cord and won't let them charge the implanted neurostimulator at all. Patient stated the recharger paddle got very hot. When agent inquired event date of previous recharger fraying, patient did not know when the issue began, but stated that they hadn't used the implant for quite a while because they found it so difficult to charge implant. Patient mentioned that they had emergency surgery in december and they needed to charge the implant so that it could be turned off. Patient mentioned they went to two different hospitals and recovery places. Patient mentioned their recharger frayed at the same spot with a previous recharger that they called into patient services about. Patient stated 'it was about a year ago,' but patient said that they were in the middle of moving and things were a little bit crazy. Patient stated they worked with manufacturing representative regarding the old recharger 'about a year ago, maybe closer to two years ago.' . An email was sent to the repair department to replace the re charger and emailed prs to update patient's address.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.